Event description:
Customer experienced a malfunction alarm on their device with a displayed malfunction code of malf 3, which was not resettable. There was no reported adverse impact on the customer's blood glucose level. To resolve the issue, customer technical support (cts) arranged to replace the pump, and the customer opted to use a backup insulin pump to ensure uninterrupted insulin delivery. The customer was given instructions on how to place the malfunctioning pump into storage mode and return it using a pre-paid label. The customer comprehended and agreed to the directives.